Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: local reaction, wound dehiscence. Concomitant products: mentor memorygel 500cc silicone breast implants, cat #: 3505004bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 500cc silicone breast implants which the right side swelled up and harder than the other side, and possible leakage in the nipple. The issue has not been confirmed by the physician. The report indicated previous history of radiation, with implant extrusion on the right side. As a result patient is scheduled for removal with no implant on (B)(6) 2020.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).